Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the measured impedance via the analyzer was high. The rv lead was removed and replaced with a new lead; however with similar results. Therefore the analyzer adaptor was changed out and normal values were obtained. No patient complications have been reported as a result of this event.